Manufacturer narrative:
Concomitant medical products: 431-02 lead, implant date: (B)(6) 1988. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was told by "someone" that the implantable pulse generator (ipg) "wasn't working". The implantable pulse generator (ipg) will be explanted and electively upgraded to an implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.